Event description:
It was reported that the procedure was to treat in-stent restenosis of a previously implanted non-abbott bare metal stent in the eccentric proximal left anterior descending artery with moderate tortuosity, mild calcification and 75% stenosis. A 3.0x15 rx trek dilatation catheter was advanced for pre-dilatation without resistance; however, the balloon ruptured during the initiation of pressurization of the balloon at 8 atmospheres for 30 seconds. The 3.0x15 rx trek dilatation catheter was withdrawn from the patient anatomy without resistance and the lesion was further dilated with a non-abbott balloon catheter to successfully treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.